Manufacturer narrative:
(B)(4). The analysis results found that the was returned in good visual condition and with no reload present on the device. The device was tested for functionality with a test reload and it fired, cut and formed the staples as intended. The device fired without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. Event could not be confirmed as no cartridge was received for analysis. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic appendectomy procedure, it was reported by the surgeon that an initial ats45 was fired and the cartridge moved forward, locking out the device. A second ats45 was utilized and performed similarly, with the device locking out mid fire. The procedure was completed successfully with a pse45a. No adverse patient outcomes were reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.